Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix retracted and clogged with blood. The cause of the helix failing to extend was isolated to the helix being clogged with blood.

Event description:
During implant procedure, while extending the helix on the atrial lead high impedance was noted. The physician opted to implant a new lead and the patient was in stable condition.